Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed.¿ the reported problem (patient death) was confirmed.¿ during the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.¿ there is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to recognize an electrode belt connection. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received an external defibrillation while wearing the lifevest. Additionally, the belt receptacle was pulled from the monitor case and was disconnected from the j1001 connector on the computer / analog (ca) board. The root cause for the open resistor was the external defibrillation. The root cause of the damaged receptacle is excessive force placed at the receptacle. Device manufacturer date: monitor: 02/27/2018, electrode belt: 11/05/2014.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2020 at approximately 6:00:00, while wearing the lifevest. The patient was in the hospital prior to passing. It was reported that the patient's doctors and nurses performed resuscitation efforts. The patient's passing was due to copd and cardiac reasons. Per clinical review of the available ECG data, an arrhythmia was detected at 05:39:45 on (B)(6) 2020. ECG shows sinus tachycardia at 110 bpm. The rhythm then degrades to ventricular tachycardia (vt) from 140 bpm to 160 bpm. The patient was in the detection sequence for 33 seconds before the rhythm slowed to vt at 130 bpm. The patient then received a non-lifevest defibrillation. The patient was in vt at 130 bpm during the first non-lifevest defibrillation. The post shock rhythm for the non-lifevest defibrillation was sinus tachycardia at 130 bpm with nonsustained ventricular tachycardia (nsvt). The patient experienced four more non-lifevest defibrillations from 06:16:11 until the device shutdown at 07:27:18 on (B)(6) 2020. The patient's rhythm at the time of the second non-lifevest defibrillation was an idioventricular rhythm at 60 bpm, and the post shock was an idioventricular rhythm at 60 bpm with CPR/motion artifact. The patient then degraded to ventricular fibrillation (vf) with motion/CPR artifact. The patient was in vf for approximately 32 seconds before receiving the third non-lifevest defibrillation. The rhythm did not convert and the patient's post shock rhythm was also vf with CPR/motion artifact. The patient remained in vf for the fourth non-lifevest defibrillation. The patient was in vf for approximately 2 minutes before receiving the fourth non-lifevest defibrillation, and the patient's post-shock rhythm was sinus bradycardia at 50 bpm with CPR/motion artifact. Following the fourth non-lifevest defibrillation, the rhythm transitioned to sinus rhythm from 80 bpm to 130 bpm with pvc's. The patient then degrades to vt from 100 bpm to 130 bpm and further degrades to vf with CPR/motion artifact. The patient was in vf for approximately 1.5 minutes before receiving the final non-lifevest defibrillation. The patient's post-shock rhythm was CPR/motion artifact. Lastly, the patient was in an idioventricular rhythm at 90 bpm with CPR/motion artifact until the device shutdown at 07:27:18 on (B)(6) 2020. At the time of the non-lifevest defibrillations, CPR/motion artifact prevented the lifevest from treating the patient. The patient passed away at approximately 6:00:00 on (B)(6) 2020.